Manufacturer narrative:
This report is for an unknown right variable angle (va) condylar distal femoral plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery due to an unknown broken right variable angle (va) condylar distal femoral plate. The patient was initially implanted in november. Procedure and patient outcome are unknown. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unknown right variable angle (va) condylar distal femoral plate. This is report 1 of 1 for complaint (B)(4).